Event description:
The hcp reported that the patient was experiencing overdose and withdrawal symptoms which began in 2005. The pump and catheter were explanted replaced during surgery. A follow-up report will be sent if additional information becomes available to us.